Event description:
The catheter was being revised because it had migrated out of the intrathecal space. It was through that the catheter migrated because the pump was flipped. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).